Event description:
It was reported that the programmer booted up with an error message. The error will be attempted to be cleared first by recycling the programmer's power and if that does not work, then to run the 2090 service diskette. If situation persists, the programmer will need to be returned for service. No patient involvement or complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.